Event description:
It was reported that the customer has had erratic blood glucose levels. Customer's blood glucose level was 258 mg/dl. Customer stated that he was not getting any alerts on the pump and was getting insulin at the wrong times. Customer stated that he tried the new novalog. Customer had a high of 528 mg/dl and a low of 20 and 29 mg/dl where the customer almost blacked out. Customer has symptoms such as dizziness, sweating, and shaking. Customer contacted his health care provider. Customer has treated with raisins for the low blood glucose level and insulin to bring down the high blood glucose levels. Customer had no delivery alarms and a low reservoir alert in the alarm history. Pump passed priming and high pressure tests. Pump was working as designed. Customer stated that the drive support cap was indented, but the customer's mother confirmed that there were no abnormalities. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.